Event description:
Additional info: reportedly, the bleed stopped independently; there was no exploratory surgery. The pt's hemoglobin and hematocrit was low prior to the procedure, but dropped to 5gm/100ml and 15%, respectively. The pt expired 2 days later.

Event description:
The physician achieved arteriotomy closure following an interventional procedure using the closer tsl 6 fr. Device. A retroperitoneal bleed was discovered via lab work and a CT scan. The pt, as of the date of report, was in ICU and on a ventilator. The pt declined a transfusion for religious reasons, however; it was reported that the bleeding was stopped. There is no info as to how this cessation was achieved. No add'l info has been provided.